Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned into tech service for an interpretation of a remote monitor report and the patient's episodes leading up to the therapy from their implantable cardioverter defibrillator (ICD). The ahp stated that the patient is deceased and the patient death occurred around the time of the episodes. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes, and an alert for high thresholds on the same date as the death. It was noted that the high rate non-sustained episodes leading up to the treated episode appear to suggest that some t-wave oversensing (twos) was occurring. In addition, the episodes leading up to the treated episode appear to show disorganized ectopy which appears to be falling in and out of the programmed detection zones which is resulting in delayed therapy from the ICD. It was explained that the shocked episode appeared to be very disorganized which ultimately results in appropriate detection/redetection, two shocks, and termination as defined by the device.